Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/18/2010, 02/22/2010, 03/11/2010, and 03/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 03/16/2010 and 03/17/2010. (B) (4). (B) (4).

Event description:
A patient underwent an intraocular lens (iol) exchange due to a refractive surprise. A technician reported that following the iol exchange, the patient had a myopic surprise and trace corneal edema. Posterior capsule opacification had been observed. The technician reported the doctor was not blaming the iol, but feels it was an anatomy issue. The patient has been given glasses for distance vision. Medical records were requested and received. One stitch was placed during the iol exchange procedure. Dry eye syndrome was treated with artificial tears. The patient had fuch's dystrophy (pre-existing) and corneal edema had been expected. The corneal edema did resolve. Posterior capsule opacification was noted and treated with a yag laser. The patient continues to have some residual astigmatism. The iol explanted initially was reported on MDR 1119421-2010-00212. This report is for the replacement lens.